Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 63-year-old male patient newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2025. On february 16, 2026, the patient's spouse informed novocure that the patient had been taken to the hospital on (B)(6), 2026, following a fall while using optune gio therapy. The patient sustained a 4 cm laceration on the left side of the head, which required suturing. Optune gio therapy was temporarily discontinued. On february 24, 2026, novocure was informed that the patient had resumed optune gio therapy. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.